Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed the liquid crystal display (lcd) screen was flickering/fading and was hard to read. There was no reported patient involvement. The manufacturer¿s service technician observed that the lcd display since the replacing the system board to the lcd cable did not resolve the issue on the device. The manufacturer¿s service technician replaced the device's lcd display to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the lcd backlight cable on the device. After replacing the parts on the device, the manufacturer¿s service technician performed the repair test on the device. The oxygen low flow test had failed on the device. The manufacturer¿s service technician observed the grey removable foam was not properly installed on the device. The manufacturer¿s service technician properly re-installed the device's grey removable foam to address the issue. Afterwards, the device was tested again and passed all testing.